Event description:
Device report from synthes (B)(4) reports an event in the (B)(6) where a blade became blocked in the protection sleeve. Reportedly the blade was inserted in the wrong direction and continued force had been applied in an attempt to advance the blade through the sleeve and into the bone. The procedure had to be altered slightly to allow for blade insertion. Reportedly a freehand insertion of a new blade was performed to complete the procedure. This is the first of 2 reports for this event.

Manufacturer narrative:
This device is used for treatment not diagnosis. Our investigation has shown that the blade is completely stuck in the protection sleeve as complained. Therefore it is impossible to separate the parts and the relevant dimensions can not be checked anymore. However, the visual inspection shows that the blade is stuck in an offset angle of about 30° from the alignment marking at the top of the protection sleeve. This is a clear indication that the blade was not properly aligned with the sleeve during the insertion and that this misalignment finally caused the jamming of both devices. No product fault could be detected. The manufacturing documents were reviewed and no complaint related issues were found.

Manufacturer narrative:
Device was used for treatment not diagnosis. Device is not distributed in the united states but is similar to a device marketed in the united states. Device history record review has been requested. No conclusion can be drawn as the device is entering the investigation process.